Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner and at the reservoir tube lip.

Event description:
The customer's mother reported that the customer was hospitalized after being involved in a car accident. The insulin pump was damaged, and she would like it replaced. Nothing further was reported.